Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer state that it switch off alone with alarm.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted on the isolation tape. The insulin pump passed the self test and the off no power test. No unexpected switch off without alarm anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.